Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was noticed during service that the electronic circuits were damaged with liquid. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the complaint related to corrosion/liquid spill on the reported ventilator¿s printed circuit (pc) boards has been completed. During investigation on-site performed by our field service engineer presence of liquid spill on the pc board(s) was found. The pcb¿s were replaced and after successful tests the ventilator was sent back in service. A visual inspection confirms the reported liquid spill problem. The pcb¿s were not further investigated since ingress of liquid on pcb can cause failure/short circuits which might lead to a ventilator malfunction. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).